Event description:
On (B) (6) 2010, the pt was treated for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. The trunk and contralateral leg were placed without incident, but during withdrawal of the 20 fr gore introducer sheath, the common and external iliac arteries ruptured longitudinally. Another contralateral leg was placed in an attempt to cover the rupture, but the pt expired due to substantial blood loss. According to the physician, the pt experienced substantial blood loss before the second contralateral leg was placed, and the artery may have already ruptured when the sheath was retracted earlier in the procedure.

Manufacturer narrative:
A review of the manufacturing records has been conducted. The manufacturing records review verified that the lot(s) met all pre-release specifications.